Event description:
This patient was undergoing a routine generator change due to depletion of the pulse generator battery. Observation of this lead under fluoroscopy demonstrated a lead fracture inclusive of a wire projecting from the fracture site. It was found that a stylet was left within the lead's inner lumen. This lead was capped and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.